Event description:
It was reported that prior to device changeout, the implantable pulse generator (ipg) was programmed to ddi mode and was observed to be atrial pacing around 115-120 beats per minute (bpm). When the programming head was put over the device it started pacing at 60 bpm (lower rate). It was discussed that no features or functions could explain the device behavior. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).